Event description:
Per received report: the pt presented with a large recanalized middle carotid artery (mca) aneurysm. Physician placed a 7mm x 20cm helical coil. As 2cm of the coil was left to advance, physician used a locking forceps to advance the remaining coil. There was a "fault" light from the detachment control box (dcb), the coil failed to detach so the physician tried to withdraw the coil. As it was being withdrawn, unintended detachment occurred into the aneurysm leaving 10cm of coil hanging out of the aneurysm. As snaring attempts failed, it only stretched the coil. At this point the physician decided to leave the coil in. He used a 37mm stent to trap the intracranial part of the hanging coil against the vessel wall and let the remainder of the hanging coil dangle out of the internal carotid artery (ica) to the aorta. F/u report indicated that aspirin and plavix were prescribed as post surgery medications.

Manufacturer narrative:
The device has not been returned for eval. A f/u report is going to be submitted, as soon as the device is received and eval is performed.